Event description:
It was reported that the patient received inappropriate atp and hv therapy for supraventricular tachycardia. A successful dft test was performed. Programming changes were made. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.